Event description:
It was reported that the evacuator had connection failure.

Manufacturer narrative:
The reported event was unconfirmed. Visual evaluation of the returned sample noted one opened (with original packaging), used closed wound suction kit. Visual inspection of the sample noted negative pressure applied to the evacuator and the drain tube was submerged in methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the evacuator suctioned it with no disconnection observed or leakage noted. External diameter of the y connector measured at (0.1910"). No root cause could be found because the reported event was unconfirmed. A risk review, a labelling review and a device history review were not required as the reported event is unconfirmed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the evacuator had connection failure.